Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a 6f non-boston scientific (bsc) sheath was inserted and a 0.014 inch non-bsc guidewire was crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.